Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited noise and non-capture. The patient reported shortness of breath and feeling tired for the past few weeks. The lead was deactivated. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Correction: the previously reported device manufacture date was blank. The correct information is aug 10, 2006.

Event description:
New information received noted the patient's right atrial lead was capped and replaced on (B)(6) 2019. A right atrial lead insulation anomaly was suspected. The patient was stable throughout.